Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this possible malfunction, should it recur, could potentially result in serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that they moded up a pt on 4ditc; treatments planed with two setup fields and 3 treatment fields, all fields, except for treatment field 3, were planned with couch rtn 0 degrees. Treatment field 3 had a couch rtn of 270 degrees. The customer treated the first fraction for this pt. After the first image from the first setup field, they selected "clear mode up" and selected the next image which is attached to the second setup field and then clicked on acquire actuals. By mistake, the customer selected all couch values and applied them to all fields. After treatment, the customer verified the field properties in rt chart history and noticed that actual and planned couch rtn was different, w/o any override. No serious injury was reported as a result of this event.